Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and evaluation was conducted; the complaint was confirmed. Visual evaluation of the returned device revealed a diagonal fracture with a rough surface and little deformation at the hex-tip proximal end where tip joints to shaft cylindrical body. No evidence of torsional failure was observed. Material analysis confirmed correct material type and hardness. The broken-off tip was not returned for evaluation. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this type of event is flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver while the implant is still loaded, or using the incorrect screw with the driver which may result in screw not fully seating on the driver. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during insertion of a screw in the tunnel, the tip of the inserter broke off and was retained in the head of the screw; it was not retrieved from the patient. Procedure: acl reconstruction. No further surgery is planned as the tip could not be retrieved during the first surgery. Patient current condition was reported as well. Further details, including the identity of the concomitant screw being inserted, were requested but not provided. No further patient or event information was provided at the time this event was reported.